Event description:
It was reported that during a iliac stenting procedure, balloon detachment occurred. The target lesion was located in the common iliac artery. The 8.0x37mm 75cm express ld stent was successfully deployed. As the stent delivery balloon was pulled back into the 6f sheath the balloon detached from the catheter. The detached balloon was captured back into the sheath and the procedure was completed. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a iliac stenting procedure, balloon detachment occurred. The target lesion was located in the common iliac artery. The 8.0x37mm 75cm express ld stent was successfully deployed. As the stent delivery balloon was pulled back into the 6f sheath the balloon detached from the catheter. The detached balloon was captured back into the sheath and the procedure was completed. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the catheter was received in two sections as a result of a break in the shaft. The distal section of the break was trapped inside a 6 french introducer sheath. When the distal section of the break was removed from the sheath, it was confirmed that the break had occurred at 6.1cm proximal to the tip. An examination of the sheath found that the sheath was buckled/kinked at the base of its hub. The sheath had to be dissected in order to remove the break section of the device. No issues were noted with the profile of the broken section of the device. The balloon was tightly folded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).